Manufacturer narrative:
No sample was received for evaluation. If a sample is received in the future, updates to this report will be submitted.

Event description:
On (B)(6) 2013, the reporter stated that a clinician was drawing up the medication then attached the integra needle to the integra syringe and when the clinician went to administer the medication to the pt, drug started to leak from the connection between the needle and the syringe. Additional info received via email from the reporter on (B)(6) 2013 stating that the dose of the drug was questioned as it leaked during administration to the pt. This resulted in monitoring and an increased length of stay in the hospital. No other info is available at this time.